Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete flap in the left eye post laser treatment. The surgeon was unable to lift the flap. The patient was sent home and will return at a later date to complete the treatment. It was also noted that suction had to be applied twice. No additional information available.

Manufacturer narrative:
Review of the logfile: the reported treatment shows no issues. After the vacuum was achieved successfully the suction stayed stable and also the energy values show no issue. Further the logfile shows no error or relevant warning messages. No problem with the system can be identified by reviewing the logfiles. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).